Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) had been operating on battery in hybrid configuration and the batteries were depleted. A getinge support technician instructed the customer to reload the rescue unit, however the iabp would not turn on although plugged in to a viable outlet; the customer was instructed to take it to biomed and leave it plugged in. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Event description:
It was reported that while in use in a patient the cardiosave intra-aortic balloon pump (iabp) had a power related issue; the iabp had been operating on battery in hybrid configuration and the batteries were depleted. A getinge support technician instructed the customer to reload the rescue unit, however the iabp would not turn on although plugged in to a viable outlet; the customer was instructed to take it to biomed and leave it plugged in. The iabp was swapped to continue therapy. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and was able to confirm the reported issue. The facility experienced a power surge during a storm. The unit was plugged in and was damaged during the storm. The fse observed visible damage to the power management board , printer and executive processor board which required the software to be reloaded. However, the unit would not complete the software installation, resulting in the replacement of the aforementioned parts. The iabp passed all functional and safety tests to factory specifications and was returned to the customer and cleared for clinical use.